Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and pain are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful trabecular micro bypass stent system procedure, the patient presented postoperatively with iop spike, and the patient reported experiencing headaches at night. Any omitted information was not available at the time of this report. Additional information has been requested.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. Based on additional information received, the root cause of the reported event was likely due to patient condition. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. According to the surgeon, hyphema and disease progression contributed to the reported event.